Event description:
Carefusion extension set 20128e 1.2 inline filter was noted to be cracked while it was hooked to uac and a saline solution containing heparin (0.25 u/ml) was infusing through the line. Solution backed up into tubing due to cracked filter causing the uac to clot. Carefusion extension set 20128e swapped for another set. No untoward patient effects.